Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were leaking from the septum. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels (specific bg values were not provided); cause was unknown. The customer declined further troubleshooting with tandem technical support regarding fluctuating bg values, therefore no additional information could be obtained.